Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery depleted immediately after being connected to the controller even if the battery was fully charged. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. The battery was able to discharge as expected. Log files covering the event date were not available for analysis. As a result, the reported event could not be confirmed. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. If information is provided in the future, a supplemental report will be issued.